Manufacturer narrative:
Investigation: the customer stated that they received a 'return high pressure' alarm during prime. Investigation is in process. A follow-up report will be provided.

Event description:
No patient (donor) was connected at the time of the event. No patient (donor) information isreasonably known.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: root cause remains undetermined at this time. Possible causes include, but are not limited, to the following: it is possible that there was an occlusion in the return line or the return saline line. Another possibility is that the return saline roller clamp was not open during prime. If the customer had tried to clear the "return pressure high" alarm that was reportedly experienced during prime by diverting the pressure to the waste bag, it is possible the waste valve was left open, prematurely filling the bag. Subsequently proceeding through the alarm may have forced air into the return line.

Manufacturer narrative:
Customer name and occupation are not available at this time. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that the operator found air bubbles in the return line during prime for a procedure. Per the operator, they were not able to remove the air so they ended the procedure. Patient outcome and information are not available at this time. The tubing set is not available for return because it was discarded by the customer.